Manufacturer narrative:
This report was originally submitted on 3012307300-2024-02524 on 4/12/2024. The aware date was corrected.

Manufacturer narrative:
This report was originally filed under 3012307300-2024-02524. One sample was received for evaluation in unused condition. Visual inspection found a broken cap and the luer was occluded. The failure mode was confirmed. No lot number was provided; therefore, a device history record (DHR) review could not be conducted.

Event description:
It was reported that the medication cassette was occluded in the chemical filling section. This occurred during priming, there was no patient involvement and no harm/adverse event reported.